Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having a no delivery alarm on the insulin pump. Customer's blood glucose level was 353 mg/dl. Customer performed a 5.0u fixed prime and the insulin did not exit. The pump alarmed no delivery. Customer reported that the insulin did not exit with the plunger push. It was explained that the alarm was caused by a set/reservoir connection. Customer is concerned about her blood glucose level rising at night. Customer believes that it is unexplained. Customer was advised that it may have been the insulin was not exiting her tubing. Customer agrees. Customer declined troubleshooting for her high blood glucose levels. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.